Manufacturer narrative:
A ge service rep performed an onsite investigation. The camera was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was torn with the bottom of the image being transposed to the top of the image effectively eliminating the ability to view a usable image. No pt death or serious injury was reported related to this event.